Manufacturer narrative:
Revision occurred after 20 months for pain at the implant site. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 20 months after the primary surgery which occurred on (B)(6) 2022. No fall or other trauma reported. Revision occurred due to pain at implant site. 32 mm centered glenosphere and 32 mm + 3 standard humeral cup explanted. These parts were replaced with a 32 mm eccentric glenosphere and 32 mm + 6 standard humeral cup.